Event description:
It was reported via phone call that the customer passed away in hospital. The customer was hospitalized on (B)(6) 2022. The cause of death was liver and renal failure. The caller stated that the customer did not had any underlying disease that may have led to the customer's passing. The customer¿s blood glucose was 1800 mg/dl at the time of death. The customer was wearing the insulin pump at the time of death. The customer was using sensors. It was unknown whether the auto mode on the insulin pump was active or not at the time of death. It was unknown that the caller will return the insulin pump for analysis or not.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The information that provided with the initial report was incorrect. The correct information has been included with this report in b5 and h6 section.

Event description:
It was reported that the insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Information related to the summary has been updated and provided with this report in section b5. Date of event information has been updated and provided with this report in section b3.

Event description:
The cause of death was liver and kidney failure. Customer was on pump therapy for 1.5 days prior to her passing. Customer's last blood glucose on the evening on (B)(6) 2022 was 129mg/dl. Customer was found by her father the next morning on (B)(6) 2022 in a comatose state. Customer was taken by emergency medical service to the hospital and admitted on (B)(6) 2022 for coma due to high blood glucose of 1800+mg/dl (exact bg value unknown). Customer had suffered a heart attack and was kept alive on life-support until on (B)(6) 2022 where it was determined that the customer's heart, liver, kidneys, and brain had failed so she was removed from life-support the morning on (B)(6). Caller alleged pump malfunction and said that led to customer's passing. Pump screen remained blank after battery change. Caller thinks there was a leak as the bag carrying the pump smelled very strongly of insulin and the reservoir was completely empty. Caller also noticed air bubbles in the set tubing. Caller is alleging under delivery from leakage of insulin.